Event description:
We have noticed changes in the quality of vanishpoint 3 ml 25g x 1" syringes over the past year. In three of our offices, nurses with 20-35+ years of experience have noted the pre-attached needle bends, breaks off at the hub, or seems dull and takes extra pressure to puncture the skin. One needle had no level. We notified retractable technologies, inc., and sent syringes from lot number a161204 (exp 11/28/2021) for testing. We received a letter from retractable technologies, and e-mail from one of their reps, advising that the syringes were fine but that our nurses may need more training. We feel that has been a change in the quality of the product, and that our very experienced immunization nurses do not need further training on using the syringes. Our medical director asked that we submit this in case other agencies have noticed quality issues with vanishpoint syringes. FDA safety report ID # (B)(4).